Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent explantation of the rns neurostimulator and three depth leads to treat an infection and erosion. The patient has been implanted for four (4) years. He recently underwent radiation treatment from the neck up for cancer. He reportedly has very thin skin around the neurostimulator location. The ferrule screw reportedly, eroded through his skin. Per the treating center, the patient had an intercranial abscess and granuloma. Additional details were not provided.